Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture. Due to the artery¿s heavy calcification, there is likely some substantial influence on the stents' pattern which could be what is appearing to be considered a "fracture" and likely causing the difficulty to advance. However, this cannot be confirmed. The additional therapy was due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the femoral artery. A 6.0x40mm absolute pro self-expanding stent was deployed. Post-deployment it was impossible to insert an unspecified balloon catheter in the stent to post-dilate the stent. Angio looked normal, but as the balloon was not able to pass the middle part of the deployed stent, it was assumed that there could be a stent fracture. An armada 14xt was able to cross and used to post-dilate the deployed stent. A non-abbott stent was successfully deployed inside the absolute pro stent to open up the vessel. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.